Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd intima ii¿ IV catheter ¿the nurse found blood exudation and incrustation on the child patient's punctured point when she inspected the patient room. Then she removed the catheter from child and found a part of catheter missing. An ultrasound inspection was carried on child's hand and arm, no abnormality was found. No other action was taken of he child during the observation period.

Manufacturer narrative:
A photo was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. The batch record was reviewed, no related abnormalities were found. The root cause could not be determined by the photograph alone. The root cause is undetermined.